Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, a patient experienced blurry vision, headaches, discomfort, eye pain, discharge, and facial pain.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).